Event description:
It was reported that the pacemaker device had reached elective replacement indicator (eri). The power consumption appeared to be normal. The lead safety switch (lss) was triggered due to high out of range pacing impedance measurements, measuring at 2446 ohms on this right atrial (ra) lead. There was some undersensing noted. Upon review, the power consumption was elevated due to sensing atrial fibrillation (af). This device and this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).